Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the placement of the device across the popliteal fossa may have contributed to the event. Per the IFU warnings section, 'w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the antecubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis."

Event description:
On (B) (6) 2009, a gore viabahn endoprosthesis was implanted for the treatment of a popliteal artery aneurysm. The initial placement of the device was across the popliteal fossa. Follow-up imaging on (B) (6) 2010 revealed a 30mm longitudinal device fracture. On (B) (6) 2010, a reintervention procedure was performed in which the fractured device was relined with another viabahn endoprosthesis. Following the procedure, a good angiography result was observed and the pt was reported to be fine.